Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Reference article mccaffrey, james a., talal alzahrani, tanuka datta, allen j. Solomon, marco mercader, ramesh mazhari, christian nagy, jonathan s. Reiner, and cynthia m. Tracy. "Outcomes of acute conduction abnormalities following transcatheter aortic valve implantation with a balloon expandable valve and predictors of delayed conduction system abnormalities in follow-up." The american journal of cardiology (2019). It is to be noted that the occurrence date in the article states ¿all patients who underwent tavi at our institution from may 2015 to march 2018 were evaluated for this study.¿ therefore, the occurrence date used for this report is may 1, 2015. The exact valve model number is not available. Therefore, this report will reflect an unknown edwards sapien transcatheter heart valve. The possible PMA numbers associated with an edwards sapien transcatheter heart valves are:  p130009 - edwards sapien xt¿ transcatheter heart valve; p140031- edwards sapien 3 transcatheter heart valve. Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  Attempts were made to obtain patient details but no information has been obtained. Based on the limited information provided, the cause of the conduction disturbance is unknown; however, it is possible the mechanisms of the tavr procedure described above or patient factors not provided may have caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As received through medical article "outcomes of acute conduction abnormalities following transcatheter aortic valve implantation with a balloon expandable valve and predictors of delayed conduction system abnormalities in follow-up" a single center study was performed from may 2015 to march 2018 for 98 patients that underwent tavr procedures with the sapien 3 and the sapien xt valves. Per the authors 37 patients were reported to have a new conduction disorder post implantation in which 11 patients underwent permanent pacemaker implantation by 30-day follow-up. It is to be noted that 15 of the patients that developed a conduction disorder after tavr also had baseline conduction abnormalities.